Manufacturer narrative:
(B)(4). Corrected data: the quantity affected in the event description was changed from two to four. Manufacturer narrative: method: the four complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for inspection. The electrical resistance of the inspiratory and the expiratory heater wires was tested using a calibrated multimeter. Our analysis is also based on the additional information that the medical center provided to the fph field representative. Results: no fault was found with the inspiratory and the expiratory heater wires. The electrical resistance test results were all within specifications. A lot check was not performed as lot information was not provided. The medical center could not provide specific information regarding when and where the condensate was observed in the subject rt380 adult breathing circuits, as each breathing circuit was set up differently. It was also reported that nebulizers that were used with the subject adult breathing circuits were placed on the different parts of the humidification system, such as between chamber and inspiratory limb, between swivel y-piece and inspiratory limb, or between dryline and chamber. It was also noticed that each respiratory therapist of the medical center has different ways of recording information and there is also "lack of documentation of the situation". Conclusion: no fault was found with the returned devices. We are therefore unable to determine what may have caused the problem experienced by the hospital; however, it is possible that the reported fault was influenced by how the humidification systems are set up. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The fph user instructions illustrate in pictorial format the correct set-up and proper use of the rt380 adult dual heated evaqua2 breathing circuit, and state the following: "check breathing circuits for condensation every 6 hours and drain if required." "Check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarm." The staff of the medical center are aware of the situation and admitted that they need "complete re-education" on the humidification system set-up. The fph field representative is scheduled to conduct a two-day training with them next month.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that condensation was observed on four rt380 adult dual heated evaqua2 breathing circuits during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4). The quantity affected in the event description was changed from two to four. Method: the four complaint rt380 adult dual heated evaqua2 breathing circuits were returned to fph in (B)(4) for inspection. The electrical resistance of the inspiratory and the expiratory heater wires was tested using a calibrated multimeter. Our analysis is also based on the additional information that the medical center provided to the fph field representative. Results: no fault was found with the inspiratory and the expiratory heater wires. The electrical resistance test results were all within specifications. A lot check was not performed as lot information was not provided. The medical center could not provide specific information regarding when and where the condensate was observed in the subject rt380 adult breathing circuits, as each breathing circuit was set up differently. It was also reported that nebulizers that were used with the subject adult breathing circuits were placed on the different parts of the humidification system, such as between chamber and inspiratory limb, between swivel y-piece and inspiratory limb, or between dryline and chamber. It was also noticed that each respiratory therapist of the medical center has different ways of recording information and there is also "lack of documentation of the situation". Conclusion: no fault was found with the returned devices. We are therefore unable to determine what may have caused the problem experienced by the hospital; however, it is possible that the reported fault was influenced by how the humidification systems are set up. Condensate in the humidification system, although not preferred, is an expected side effect of heated pass-over humidification systems in many conditions, and may vary between light misting to water droplets that form on the wall of cool breathing circuit tubing. The amount of condensate in the ventilation system is influenced by multiple set-up and environmental factors. The fph user instructions illustrate in pictorial format the correct set-up and proper use of the rt380 adult dual heated evaqua2 breathing circuit, and state the following: - "check breathing circuits for condensation every 6 hours and drain if required." - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." - "set appropriate ventilator alarm." The staff of the medical center are aware of the situation and admitted that they need "complete re-education" on the humidification system set-up. The fph field representative is scheduled to conduct a two-day training with them next month.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that condensation was observed on four rt380 adult dual heated evaqua2 breathing circuits during use. No patient consequence was reported as a result of this incident.

Event description:
A medical center in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that condensation was observed on two rt380 adult dual heated evaqua2 breathing circuits during use. No patient consequence was reported as a result of this incident.

Manufacturer narrative:
(B)(4) the complaint rt380 adult dual heated evaqua2 breathing circuits had been destroyed at the medical center. We are currently in the process of obtaining further information from the medical center in order to assist us with the analysis and identification of a possible root cause of the reported event. We will provide a follow up report once we have received further information and completed our analysis.